Event description:
It was reported that during implant when the lead package was opened, the physician felt the lead looked damaged and didn't want to use it. Therefore the lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.